Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon (power up failure) was not duplicated, and also found that the front panel display of the subject device disappeared due to the failure of the printed circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4) and the investigation result, omsc concluded that the front panel display failure was attributed to the failure of the main circuit board, which might be caused by the failure of the pressure sensor due to accidental electronic component failure. In addition, omsc surmised that the reported power up failure was attributed to the failure of the internal circuit board or something other than the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified diagnostic procedure using the subject device at the user facility, it was found that the power of the subject device was not turned on. The user facility replaced the subject device to another similar device to complete the procedure. There was no report of patient injury associated with this event.